Event description:
Device report from synthes (B)(6) reported the assembly screw broke. No further information was provided. No reported patient or procedure harm noted. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: upon receipt of the complained device on (B)(4) 2015, it was discovered that the lot number is different and is 5018220. A review of the device history records for the corrected subject lot was performed. No non-conformances were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The subject device is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Phone number: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the complaint condition for the 329.120 lot number 5018220 bending pliers was likely caused by seven years of consistent use; however, this complaint is not a result of any design related deficiency. The 329.120 bending pliers are an instrument routinely used in the 2.4mm lcp distal radius system. The device was returned and reported to have a broken screw causing the device to fall apart. This condition is confirmed; half of the screw is lodged in one arm of the device while the other is broken off and no longer attached to either half. It is likely that consistent use during plate contouring over seven years has led to this complaint condition. The device was manufactured in april, 2008 and is seven years old. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.